Event description:
It was reported by the patient on three days after replacement that she had just had replacement surgery and she needed to be titrated up as soon as possible. This was urgent because she had just had two seizures. The patient was programmed to the same settings after replacement that they were pre-generator replacement. Diagnostics post-operatively were within normal limits. No further relevant information has been received to date.